Event description:
It was reported the patient underwent surgical intervention to remove and replace the lead. The surgeon stated that the paddle portion of the lead was broken in half. Programming is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Results: \ the complaint was unable to be confirmed. The lamitrode lead was returned for ¿lead paddle broken.¿ the returned lamitrode could not be fully analyzed and the analysis result is inconclusive due to amount of damaged. The damage was consistent with explant damage. Continuity and resistance testing were not performed because no accurate assessment could be made due to the condition the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is satisfied and issue is resolved.